Event description:
It was reported that the crossing support catheter broke into two segments as it was being removed from the packaging hoop. Another crossing support catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed the lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event the catheter was returned in two segments. The first segment was returned outside of the hoop and measured approximately 38.5cm from the strain relief the second segment was lodged inside of the packaging hoop with approximately 8.3cm of the catheter protruding from the distal end of the hoop. The remainder of the catheter could not be removed from the hoop. The catheter break was examined under magnification (10x) and the was not clean with evidence of stretching. The stretching is indicative that excessive force was applied to the catheter based on the sample evaluation, it is possible that the catheter was flushed while still within the hoop. Flushing the catheter activates the hydrophilic coating if the catheter is not kept moist, then the coating can dry and require excessive force to remove the catheter from the hoop and cause the catheter to break. However, the definitive root cause is unknown. The seeker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device

Manufacturer narrative:
A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.